Manufacturer narrative:
The reported problem was confirmed. The dc/dc power supply board with diode d2 was found defective. The cause of the diode d2 failure could not be determined after intensive investigation. It is a low level of occurrence and MFR will monitor this type of failure.

Event description:
Reportedly, the ventilator was running on ac power and when ac power was unplugged, it did not give 'ac power loss' alarm audibly or visually. The ventilator was automatically switched to battery power. This incident was found during the functional test at distributor's office. There is no patient involvement in this case. However, if it were to recur on a patient, the ventilator would not have been properly capable of warning user to audibly notify in case something went wrong.